Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/26/2025, it was reported that the user¿s ilet touchscreen became unresponsive. The user was unable to unlock the device despite cleaning the screen, confirming clean hands, and verifying that no screen protector was present. Attempts to update firmware and charge the device did not restore function. A replacement device was arranged. Blood glucose was unaffected. No symptoms, external assistance, or medical intervention occurred.